Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.